Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted during a stent placement procedure on (B)(6), 2011. According to the complainant, the indication for the stent placement was treatment of a stricture due to esophageal cancer. The stricture was located in the distal esophagus near the ge junction. The stricture was not dilated prior to stent placement. The stent was successfully implanted without complications on (B)(6), 2011. On (B)(6), 2011, the patient complained of gagging symptoms and discomfort. An x-ray was performed and revealed that the stent had migrated into the proximal esophagus. On (B)(6), 2011, the stent was removed successfully. Following the procedure, the patient's gagging symptoms and discomfort were resolved and the patient condition was stable. A second stent was not placed. The patient is scheduled for chemotherapy treatment and the physician believes the tumor may shrink and open up the stricture.

Manufacturer narrative:
Although the exact date of birth is unknown, it was reported that the patient was born within (B)(6) 1945. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.